Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 7.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62156124. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62156124) for similar event and 1 other complaint was identified under (B)(4). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, weight unknown / not provided , date of event unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that patient come in to dentist appointment complaining of a loose crown at unknown tooth location. Dr. Removed crown and abutment and discovered that part of the implant was fractured.